Manufacturer narrative:
Follow-up #1: date of submission: (B)(4) 2013. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: black box shows multiple manual time and date changes. A timekeeping accuracy test was performed; the pump was keeping time accurately. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted areview of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, anevaluation shall be completed and a supplemental report will be filed. Noconclusions can be made at this time.

Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a history/settings (time loss/gain) issue. The pump's clock is allegedly always behind by an unknown amount of time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.